Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was due to a shorted rtc (real time clock) integrated circuit chip, designator u4 which is located on the digital pcb assembly. The shorted circuit caused excessive off current, which deleted the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device could no longer power on.  There was no report of any patient use associated with the reported issue.